Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. The cause for the low bg was unknown. The customer required assistance with treating the bg by consuming carbohydrates. In addition, it was reported that continuous glucose monitor (cgm) low alerts intermittently did not enunciate as expected. Reportedly, the customer continued to use the pump for insulin therapy.